Manufacturer narrative:
B3-date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s patient controller app displayed the message: ¿cannot connect to generator/the generator is not responding.¿ the patient reported that they recently had surgery and did not place the ipg into surgery mode. The rep met with the patient who was able to recover the ipg. Therapy was restored and the patient controller could pair with the ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.